Event description:
It was reported that a pacer dependent patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited over sensing of the second pacemaker implanted in the abdomen, inhibiting pacing support. The device was reprogrammed. It was noted that the patient had experienced palpitations and av desynchrony in april and did not experience any symptoms since that time. The patient had two devices implanted, one was implanted in his abdomen and this device was implanted in the chest. The patient presented in clinic on (B)(6) 2015, the device continued to exhibit over sensing. The device was reprogrammed.

Manufacturer narrative:
(B)(4).